Event description:
(B)(4). Event occurred in the united states. It was reported that while the patient was at his mother's house, sitting on the sofa and when was leaving, he noticed that the infusion set's tubing was hanging, as it came out of the plastic clear connector cap. This issue occurred with two infusion sets. The site location was at right side of patient's abdomen and the pump was worn on the right belt loop. One infusion set might had been in use for a day and other might had been lasted for a day. Reportedly, the infusions were stored on a table in a draw and one box on top of the table at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Upon investigation performed on returned used device (8 tubing), it was found that the tubing was detached from the tubing connector. No further information available.